Manufacturer narrative:
The reported event of suture sleeve cut was confirmed. A complete lead was returned in one piece. The inner and outer insulations were damaged, and the outer coil was kinked in the suture sleeve impression region. The reported event of suture sleeve cut was due to suture sleeve being over tighten was consistent with procedural damage. Electrical testing did not find any indication of conductor fractures but did find internal short due to procedural damage.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, while suturing the atrial lead to the pectoral muscle the suture sleeve was cut. The atrial lead was replaced during the procedure on 13 october 2020. Patient was stable.